Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.

Event description:
During the implant procedure of the subject device, the physician reported connection difficulties relative to the right ventricular lead. As indicated multiple attempts were needed to insert the right ventricular lead. The subject device was implanted.